Event description:
It was reported that a healthcare provider requested support for an ilet user experiencing major blood glucose fluctuations, including reports of low continuous glucose monitor (cgm) readings with a concurrent fingerstick of 68 mg/dl and subsequent rapid rise after breakfast; review of the user¿s reports indicated frequent meal announcements while low and potential misestimation of meal size, with oral glucose used to treat lows. Symptoms included hypoglycemia and hyperglycemia peaking at 187 mg/dl. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method, specifically announcing meals during hypoglycemia and potential incorrect meal sizing, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error caused or contributed to the event.